Event description:
The lay user/patient called lifescan (lfs) in 2006, and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the pt 4 days later, and obtained and verified the following information. The pt stated that 2 days after the call, the pt tested her blood glucose and obtained a result of 160 mg/dl. Her results from earlier in the day appeared to be "normal" to her. She does not recall the time, but stated that it was after dinner, possibly around 8:00 pm. She did not take any of her humalog insulin, which is based on a sliding scale. She took her lantus insulin as directed. She stated that sometime later she became incoherent. She reported that the symptoms appeared suddenly. At approx 10:00 pm, the paramedics arrived and took the patient to the hospital, where her blood glucose was 419 mg/dl. The pt was treated with insulin and IV fluids. The pt stated that she normally does not have symptoms when she is high, stating, "this was a first." She was sent home the following morning. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the pt withheld insulin after obtaining the meter result, and subsequently became hyperclycemic and had symptoms. A replacement meter has been sent.